Event description:
Caller reported a data error alert 4 occurring after the pump ship date. Customer's blood glucose levels were maintained between 54-500 mg/dl, approximately between 200-500 mg/dl at the time, indicating no adverse impact to the blood glucose level. Cts informed the caller that some history logs might have been erased, but since therapy remained unaffected, the customer would continue using the pump for insulin therapy. The caller acknowledged and understood the resolution.